Event description:
A vns patient's caregiver called and reported that prior to their vns implantation their seizure frequency was 1-2 per month with occasional grand mal episodes. Since implant, the patient has had 10-11 seizures and has been hospitalized twice because of seizures, which is not normal for him. The increase has since subsided. The patient's device was programmed on at the time of implant but was set to 180 mins off time. Settings from the or were for 1.0 mamp, 250 microsec pw, 20 hz and duty cycle of 30 secs on, 180 mins off. The patient was seen in clinic and a programming adjustments were made. Since that time their seizure increase has not happened again. The caregiver reported that their physician believed their seizures were related to the surgery and stress of the surgery. Good faith attempts are underway for further details about the reported event.

Event description:
Programming history was received and reviewed. The patient had a faulted test on implant date and left the or at fault test settings not at the settings that were provided in the initial report from the site. Many faulted tests with this patient's generator were noted. The patient was seen in clinic and their settings were corrected. (B)(6) 2012 11:53:40, system diagnostics - standby no data fault (B)(6) 2012 11:54:02, system diagnostics : output status ok, lead impedance ok , dcdc 1, eri no interrogated after and left or at : (B)(6) 2012 11:55:44 1 20 500 30 60 1 500 30. First clinic visit : (B)(6) 2012, 1 20 500 30 60 1 500 30, no. Corrected to (B)(6) 2012, 0.25 30 250 30 5 0.5 250 60.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report. Analysis of programming history.